Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.50mm x 15mm emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated however on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged to a non bsc balloon catheter. The procedure was completed by implantation of a 3.5x28mm non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast and blood in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall in the distal balloon cone. There was material protruding on the side of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.50mm x 15mm emerge¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated however on the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged to a non bsc balloon catheter. The procedure was completed by implantation of a 3.5x28mm non bsc stent. No patient complications were reported and the patient's status was good.